Event description:
I had a colonoscopy in 2008. After the colonoscopy, the doctor stated that the colonoscope was too short to observe the last part of my large intestine, that is, it would not reach the portion nearest the connection to the small intestine. Apparently my large intestine is longer than the colonoscopes you approve. This means I will have x-rays. This is a waste of medicare funds and my time and will be unpleasant. Unnecessary x-ray exposure is not a good idea. I researched the problem and found that colonoscopes made for adults have a useful length of 170 or 168 centi-meters. That is around 5 1/2 feet. The useful length of colonoscopes is apparently based on gray's anatomy stating that the large intestine is 5 feet long. That is bad engineering, as some people have longer, long intestines.